Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The hp was hospitalized and treated for peritonitis. The cause of peritonitis the hp's attendant was performing therapy without proper training. The hp was treated with injection (inj) vancogen (ip, 1gm) and mitlycin (considered as mitomycin) (200mg, im-intramuscular). It was not reported if the hp had recovered yet.